Event description:
It was reported that the user experienced elevated blood glucose after changing the infusion set on an ilet system, with no device alarms except a high glucose alert and no visible issues with the infusion set or cartridge. The lot number provided was 6011331, and troubleshooting included moving the infusion site to avoid potential scar tissue and resuming insulin delivery. Symptoms included hyperglycemia. Outcomes included improvement in blood glucose after intervention and monitoring, with no hospitalization. Investigation included customer education, guided troubleshooting of the infusion set and site selection, and follow-up verification of glucose response. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear despite appropriate set replacement and site change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.